Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and elevated pacing impedance measurements that changed with arm movements. A lead fracture was suspected. An invasive procedure was performed. The lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.